Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: 5521-b-700, tri ts baseplate size 7, bre7za 5515-f-701, triathlon ps fem comp #7l-cem, dj49e. .5550-g-360-e, triathlon symmetric x3 patella, 48lr. 5560-s-112, tri cemented stem 12mmx50mm, 0107319d. 5540-a-701, triathlon femoral distal augment 5mm - size 7 left bx39b. 5540-a-701, triathlon femoral distal augment 5mm - size 7 left bx39b. 5543-a-700, tri post augment sz7 5mm el79r. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left knee was revised due to pain and ligament instability. The surgeon converted a ts knee to a ps knee with augments and stems and a thicker insert.